Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, preclose placement of the sutures was attempted in the moderately calcified right common femoral artery using a proglide device. The arteriotomy was 7f. Reportedly, upon harvesting the suture, the knot was observed to be loose. A second proglide device was used with the same result. The sutures of two other proglide devices were successfully set up in preclose technique. The sheath was upsized to 22f for the evar procedure. When the evar procedure was complete the sutures in preclose technique achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Used to address that a 22f sheath was used. Per instructions for use, under indications for use, it states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. It was reported that the device was used in a moderately calcified access site. The safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. A query of the electronic complaint handling database revealed no other incidents for loose knot reported from this lot. It was reported that a 22f sheath was used in the procedure. The instructions for use, states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.